Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image and no power. The issue was found during set up and inspection for use, before patient in the room. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h2, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rusted charged couple device pins, failed water leak test from tiny pin hole cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device had no image and power due to rusted charged couple device pins. For the additional investigation findings the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.